Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Both reported alarms were found in the event history log. The device was tested via the power up process and performed infusion / occlusion test. The issue was not duplicated during testing. The interconnect flex cable was connected to the main board and glue was intact on j9 connector. The issue might be related to the background self-test sensed no current flowing in the primary speaker. To resolve the issue, the j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Replaced speaker as preventive measure. Power up process and all the functional tests passed.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a primary audible alarm failure and watchdog failure. There were no adverse events reported.